Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to clinic with an alarm to "call hospital contact" and "driveline power fault". The site performed two self-tests that did not resolve the problem. Driveline and modular cable had no obvious deformity. Log files were sent for review, and the event file confirmed driveline power a faults on (B)(6) 2025. The alarm had not interfered with pump operation. The modular cable and system controller were exchanged, and photos of the inside of the modular cable inline connector were taken. The photos showed no evidence of fluid ingress. The system controller and modular cable exchange resolved the alarms.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a driveline power fault alarm was confirmed via the log file. The system controller event log files were reviewed, and relevant timestamps spanned approximately 2 days (21:06:31 on 22may2025 to 16:29:46 on 02jun2025). At 12:05:03 on (B)(6) 2025, a driveline power fault alarm activated, associated with a power a open fault. This alarm resolved as the driveline was disconnected at 16:26:40 on (B)(6) 2025. Following the driveline disconnection, the controller was shut down at 16:29:46 on (B)(6) 2025. There were no other remarkable events found within this log file. The pump maintained a speed within the expected range while the driveline was connected. The returned system controller was functionally tested and was found to operate as intended during analysis. The controller successfully operated in a mock circulatory loop for an extended period of time. There were no issues found with the system controller during testing. Additional information stated that there have been no issues since the system controller and modular cable exchange. The reported event was unable to be reproduced, and the root cause of the reported event could not be determined during this analysis. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) ( rev. D) and the heartmate 3 patient handbook (rev. A) are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU (rev. D) section 2 entitled ¿system operations¿ and the heartmate 3 patient handbook (rev. A) section 2 entitled ¿how your heart pump works¿ explain the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The heartmate 3 lvas IFU ( rev. D) section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook (rev. A) section 3 entitled ¿powering the system¿ explain how to properly exchange power sources such as their 14v batteries for new batteries or to a different power source such as the power module or mobile power unit. The heartmate 3 lvas IFU ( rev. D) section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including connect to power and driveline power fault alarms. The heartmate 3 lvas IFU (rev. D) section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 lvas IFU (rev. D) section 10 entitled ¿safety checklists¿ and the heartmate 3 patient handbook (rev. A) section f entitled ¿safety checklists¿ instruct users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. A) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.